Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was down and non-functional. A field service engineer (fse) reconnected drawer 3 and disconnected drawer 3.1 but station would not power up. Fse then reconnected 3.1 and disconnected 3.2 and station powered on. Fse powered off the system and replaced drawer control board for 3.2 and restarted station to resolve the issue. Fse also performed a hardware test application and confirmed no issue with the device. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had gone down and non-functional. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.